Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events (infection, sepsis, multisystem organ failure, and patient expiration) cannot be conclusively determined through this investigation. The patient was implanted with heartmate ii left ventricular assist system, serial number (B)(6), on (B)(6)2012 and ultimately expired on 24jul2014. Prior to their expiration the patient experienced a driveline infection resulting in sepsis, which then triggered multisystem organ failure. The multisystem organ failure led to chronic obstructive pulmonary disease (copd) and eventually led to respiratory failure. The account communicated that the patient¿s expiration was not considered device-related and (B)(6) will not be returning for evaluation. No further information has been provided at this time. The heartmate ii left ventricular assist system instructions for use (rev. C) lists infection, sepsis, death, and multiple forms of organ failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. The heartmate ii left ventricular assist system patient handbook (rev. C) contains instructions on preventing infection. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit shipped on 14aug2012. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to respiratory failure due to chronic obstructive pulmonary disease (copd) associated with multiorgan failure due to sepsis in the setting of driveline infection of the left ventricular assist device (lvad).

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient expired on (B)(6) 2014; however, the cause of expiration was not known. The customer did not note whether the patient¿s outcome was device or therapy related. It was reported that the pump was not explanted and would not be returned. There is no product available for investigation. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired. The cause of death is unknown. Additional information was requested but not provided.